Event description:
A customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pump and remove an o-ring from the pneumatic tap, clean the area, and attempt to reload the original cartridge. The cartridge was successfully reloaded, allowing the customer to resume insulin therapy without further issues.